Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarmed. The screen reads stopped and still beeping (no disposable pump will not run). The pump settings were reviewed and a continuous infusion rate of 2.2 ml per hour had been programmed, with a total reservoir volume of 100 ml and a given volume of 87.75 ml. The pump had been powered off, and tubing was clamped. No patient harm or no patient injury. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.